Event description:
It was reported that the pt's middle ear is a radical cavity. Due to these anatomic circumstances, the electrode of the implant extruded through the ear canal wall. Due to medical reasons, the pt was reimplanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.